Manufacturer narrative:
(B)(4). Results, conclusion: endoleak, loss of seal zone. Unknown cause of event.

Event description:
An endurant stent graft system was implanted for the treatment of a distal type I endoleak approximately 14 months ago. The physician implanted the limb in the right common iliac artery and was flared. It was reported that during a follow up scan, the flared endurant limb has now lost seal. The following day, the physician implanted three endurant iliac limbs, intentionally covering the right hypogastric artery and re-gained seal resolving the endoleak. No clinical sequelae were reported and the patient is fine.